Event description:
The issue was clarified as a ECG equipment malfunction during testing. There is no indication of patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the heartstart xl+ had an unspecified ECG problem. There is no indication of patient involvement.